Event description:
The customer initially called to report no delivery alarms on the insulin pump. The customer then stated he was hospitalized for high blood glucose. No blood glucose reading was reported. The customer stated he has been on a back-up plan of injections ever since the hospitalization. The customer refused to troubleshoot because he felt the insulin pump was not working properly.

Manufacturer narrative:
Additional info: currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.